Manufacturer narrative:
During laboratory evaluation, the product surveillance technician (pst) observed the initial measurements of the batteries to be both under the voltage minimum and the conductance minimum. While charging, the total nominal available capacity (tnac) did not increase. The batteries were left to charge overnight and the next day there was no indication that the batteries were charged. They were then connected directly to a power supply to charge again and voltage was charged to 12 volts (v). The batteries were then connected to the power manager fixture where they only powered the load for 20 seconds. It was determined the batteries did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced both batteries. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the total nominal available capacity (tnac) of the batteries would not go above 2.55 amp hours (ah). There was no patient involvement.